Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient device was unable to set to MRI mode. Patient programmer displayed error message 'MRI is not advised, there may be a problem with the implanted leads'. Lead diagnostics showed high impedances throughout the entirety lead 9-16. Repositioning was attempted to no avail. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy restored and issue resolved.